Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, service tech found the enteral feeding pump had thermal damage on the printed circuit board.¿. The unit was triaged and the reported issue was confirmed. After visual inspection of the h-bridge printed circuit board, it was found that there was thermal damage to components. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned back to stock with no reported malfunction. Upon triage on (B)(6) 2017 the service tech found the enteral feeding pump had thermal damage on the pcb.